Manufacturer narrative:
(B)(4).

Event description:
A catheter dislodgement was reported. It was stated that the catheter had pulled loose twice. Device troubleshooting was done and dosage calculations were reviewed. No further info was available as regards to pt status. The pump delivered fentanyl and bupivacaine. Add'l info has been requested, but was not available as of the date of this report.